Event description:
Boston scientific received information that during a follow up visit, the patient with this right ventricular lead reported experiencing episodes of dizziness. Interrogation revealed a lead safety switch had occurred. Testing was performed in unipolar configuration revealed acceptable measurements. A review of daily measurements displayed consistent stable impedance values. The lead was reprogrammed to bipolar configuration and further lead testing was performed. All lead measurements were satisfactory in bipolar configuration. Stored electrograms revealed numerous ventricular tachycardia detections that appeared to be myopotential in nature. The oversensing was associated with the unipolar lead configuration post lead safety switch. The patient with this lead had an underlying intrinsic ventricular rhythm during the noise episode. The lead left programmed in bipolar configuration. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.